Event description:
It was reported that a catheter issue occurred. Tandem lesions and another lesion in the left main trunk (lmt) were being treated. There was 90% stenosis and moderate tortuosity. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. When the mid left anterior descending artery (lad) was crossed, air contamination in the device was suspected based on the image displayed, so the guide catheter was pulled out and flushed. When the mid lad was approached again, the catheter twisted with the guidewire at the proximal part of the lmt and lad. When the twist was occurring, an unusual noise was heard from the motor drive. The motor drive was immediately stopped. As the device was being removed, it separated approximately 2 cm from the tip. The separated fragment was removed using a thoracotomy procedure. The patient was being monitored in the intensive care unit. The procedure was not completed due to this event. It was further reported that air contamination was suspected because the image became dark, and that the patient has been discharged.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window and imaging core were twisted, and the imaging window was detached near the lapjoint section and near the tip. The tip was not returned for analysis. Photos were provided by the client showing the imaging window and imaging core twisted, and the imaging window detached near the lap joint section and near the tip. Based on the evidence, the as reported code of sheath detachment is confirmed.

Manufacturer narrative:
A2 age at time of event: 87.

Event description:
It was reported that a catheter issue occurred. Tandem lesions and another lesion in the left main trunk (lmt) were being treated. There was 90% stenosis and moderate tortuosity. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. When the mid left anterior descending artery (lad) was crossed, air contamination in the device was suspected based on the image displayed, so the guide catheter was pulled out and flushed. When the mid lad was approached again, the catheter twisted with the guidewire at the proximal part of the lmt and lad. When the twist was occurring, an unusual noise was heard from the motor drive. The motor drive was immediately stopped. As the device was being removed, it separated approximately 2 cm from the tip. The separated fragment was removed using a thoracotomy procedure. The patient was being monitored in the intensive care unit. The procedure was not completed due to this event. It was further reported that air contamination was suspected because the image became dark, and that the patient has been discharged.

Event description:
It was reported that a catheter issue occurred. Tandem lesions and another lesion in the left main trunk (lmt) were being treated. There was 90% stenosis and moderate tortuosity. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. When the mid left anterior descending artery (lad) was crossed, air contamination in the device was suspected based on the image displayed, so the guide catheter was pulled out and flushed. When the mid lad was approached again, the catheter twisted with the guidewire at the proximal part of the lmt and lad. When the twist was occurring, an unusual noise was heard from the motor drive. The motor drive was immediately stopped. As the device was being removed, it separated approximately 2 cm from the tip. The separated fragment was removed using a thoracotomy procedure. The patient was being monitored in the intensive care unit. The procedure was not completed due to this event.